Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg level was addressed with a manual injection. The customer reverted to an alternate method of insulin therapy.